Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller through the reset process. After the reset, the cgm error did not reoccur, and the caller successfully started their sensor session.